Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a foreign body was noted in a patient on a computed tomography (CT) scan before therapy for lymphoma. The distal metal portion of the sheath was confirmed to have been found in the lung and was successfully retrieved during a bronchoscopy check in another hospital. It was believed to be from the single use aspiration needle from a previous ebus procedure. There were no further reports of patient harm.